Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on rectum during a laparoscopic low anterior resection, the surgeon was able to press the green button and was able to squeeze the handle, but the device did not fire. They used another reload to complete the case. There was no patient injury.